Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.